Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc, upn: m365sc14320, model: sc-1432, serial: (B)(6), lot: 211861.

Event description:
It was reported that the patient had been sent home after a spinal cord stimulation implant procedure with instructions to not take his blood thinners for five days, however, the patient took the blood thinners three days after the procedure. The patient then fell and lost feeling in his legs. The patient went to the emergency room, was then flown to a facility where the paddle lead and implantable pulse generator (ipg) were explanted, and then moved to the intensive care unit. The devices will not be returned as they were disposed of by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc. Upn: m365sc14320. Model: sc-1432. Serial: (B)(6). Lot: 211861.

Event description:
It was reported that the patient had been sent home after a spinal cord stimulation implant procedure with instructions to not take his blood thinners for five days, however, the patient took the blood thinners three days after the procedure. The patient then fell and lost feeling in his legs. The patient went to the emergency room, was then flown to a facility where the paddle lead and implantable pulse generator (ipg) were explanted, and then moved to the intensive care unit. The devices will not be returned as they were disposed of by the medical facility. Additional information was received that the patient was discharged from the hospital and admitted to a longer-term physical therapy facility. Additional information was received that the patient suffers from paralysis.

Event description:
It was reported that the patient had been sent home after a spinal cord stimulation implant procedure with instructions to not take his blood thinners for five days, however, the patient took the blood thinners three days after the procedure. The patient then fell and lost feeling in his legs. The patient went to the emergency room, was then flown to a facility where the paddle lead and implantable pulse generator (ipg) were explanted, and then moved to the intensive care unit. The devices will not be returned as they were disposed of by the medical facility. Additional information was received that the patient was discharged from the hospital and admitted to a longer term physical therapy facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc; upn: m365sc14320; model: sc-1432; serial: (B)(6); lot: 211861.